Event description:
It was reported that the right ventricular (rv) lead had steadily rising pacing impedance to a high value. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted 2012 (B)(6). (B)(4).